Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was to be used to treat a malignant stenosis due to lung cancer during an unknown procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to deploy the stent when the stent deployment suture would not release and the delivery catheter bowed. The partially deployed stent was removed from the patient. The procedure was not completed due to the unavailability of similar sized stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A deployed ultraflex esophageal stent and delivery system were returned for analysis, the deployment suture was not returned. Visual examination of the returned device found a kink in the shaft near the distal end of the device. The shaft kink would most likely occur concurrently with shaft bowing. No other issues were identified during the product analysis. The damages noted with the device are consistent with the application of excessive force during deployment. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex tracheobronchial stent was to be used to treat a malignant stenosis due to lung cancer during an unknown procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to deploy the stent when the stent deployment suture would not release and the delivery catheter bowed. The partially deployed stent was removed from the patient. The procedure was not completed due to the unavailability of similar sized stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.